Manufacturer narrative:
Investigation result - medtronic cannot confirm or deny the complaint of the inability for the bio-console to continue to run the pump as no product has been returned to date and is not intending to be sent back. A root cause of this occurrence cannot be determined without returned product. While the patient died, there is no allegation that the performance of the instrument was related to the patient death. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the customer is not alleging there is a connection between the instrument issue and the patient's death. The product will not be sent back. This event was reported from the adverse reaction event center of shanghai, rather than reported directly to medtronic by the customer. The current status of the product was unknown and could not be returned.

Manufacturer narrative:
Investigation is ongoing for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use this bio-console instrument had a pump failure. On (B)(6) 2020 an emergency extra-corporeal membrane oxygenation (ECMO) surgery was performed to maintain the heart and lung function of the patient. The ECMO instrument was running normally, the speed was at 3200 rpm, and the flow rate was 3.5 l/min. At 13:15, a harsh buzzer sounded from the ECMO instrument, the speed and flow could not be displayed, and the power pump could not run. This was immediately reported to the doctor on duty and the doctor in charge, immediately gave chest compression's, an intravenous injection of epinephrine, replaced the artificial power pump and called for manpower for alternate operations, manual speed 2000-2600 rpm. At 13:20 the patient restored his own heart rate, continued artificial power pump and manual speed 2000-2600 rpm. Immediately contacted the director of the department, the head nurse, and the technician of the manufacturer for troubleshooting. After confirming that the instrument could not be repaired, an ECMO instrument was urgently called from (B)(6). During this period, a large amount of plasma, red blood cells, and crystal fluid were used for expanding. Continued artificial power pump and manual speed was 2000-2600 rpm. The new instrument arrived at the department at 00:30 on (B)(6) 2020 and was used during the operation. The patient was declared dead at 13:00 on (B)(6) 2020.